Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate a gallbladder drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the physician attempted deployment starting with step 1 followed by step 2, but the flange did not come out, which was visible on the echocardiographic image. Once it came out, they attempted deployment again, but it was still difficult. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.